Event description:
A pt w/asa ii scheduled for d & c and hysteroscopy with local and tiva. Surgery begun at 11:55 am. Pt coded at 12 pm, expired at 1:01 pm in or. Continuous flow pump was incorrectly connected. The machine labeled from pt had tubing that was connected to suction canister. Tubing from machine labeled to waste was connected to pt. Investigated equipment involved in pt incident. Initial feedings - pump set at 5 and hoses reversed. Tested pump operation. Performed electrical safety. 15 ohm 10ua, vacuum was 602 mmhg on "from pt" side. All controls and indicators are functioning properly.